Event description:
During a review of programming history it was found that a patient presented high lead impedance (systems diagnostics = 7/limit/high/no). Date of the high impedance event was (B)(6) 2013. From the programming history provided, there is no programming data on the patient from (B)(6) 2007 to (B)(6) 2013. The patient¿s last known settings on (B)(6) 2013 were 1.25/30/500/30/5/0/500/60 indicating that the device was not programmed off when the high lead impedance was found (device interrogated after diagnostics were performed; however there were no subsequent programming sessions in the data currently available). Good faith attempts to obtain additional information will be made.

Manufacturer narrative:
Analysis of programming and diagnostic history performed. Device failure suspected but has not been confirmed and has not contributed to a serious injury or death.